Manufacturer narrative:
This reportable event was identified during a review of complaint files between (B)(6) 2017 through (B)(6) 2019.

Event description:
From initial report: the specimen retrieval bag burst when attempting to remove gall bladder. There was a stone present and the port site was too small and had to be increased in diameter but when they tried to pull it through, the bag burst with the gall bladder half way out. Additional information: the specimen retrieval bag burst when attempting to remove gall bladder. There was a stone present and the port site was too small and had to be increased in diameter but when they tried to pull it through, the bag burst with the gall bladder half way out. (B)(6) 2019) per rep, bag burst along the seam in bottom curve of the bag just before the distal tip. The specimen was halfway out of the port site so surgeon used a grasper to completely remove it, and also used the grasper to remove a piece of the bag that had fallen into the abdomen.